Manufacturer narrative:
There were no adverse events reported following this invasive procedure.

Event description:
Boston scientific crm received information that that this local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement due to elective replacement indicator (eri). When the pocket site was opened, the physician found that the pocket was infected. The patient was placed on antibiotics and will be scheduled a system extraction in the near future.